Manufacturer narrative:
(B)(4). The device has been received but, not yet evaluated. When additional information is received, a supplemental report will be submitted.

Event description:
It was reported that during a tt maze, laam surgical procedure, the clip would not close when the lever release was pushed. Since the device would not close, it had to be pulled out through the chest incision vs., the port. The procedure was prolonged for three minutes and there was no patient consequence. A new clip was opened and used.

Manufacturer narrative:
(B)(4). The device was returned for evaluation in the open and locked position. It was observed that the shaft was bent and the handle weld cracked, most likely due to excessive force being applied during removal of the device from the body cavity. It was further discovered that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing. The complaint was confirmed.

Event description:
It was reported that during a totally thoracoscopic maze and left atrial appendage management, the clip would not close when the release lever was pushed. As a result of the device not closing, it had to be pulled out the chest incision through the port. The procedure was prolonged for three minutes and there was no adverse affect on patient outcome. A new clip was opened and the case was completed successfully.